Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that when the data synchronization was selected on the programmer, the screen would temporarily freeze and display an error. The hard drive was reconfigured and loaded with software. It was also indicated that the hard drive health was at ninety-nine percent and the current pending sector count was one. The hard drive was replaced and reimaged. It was also indicated that the left keyboard hinge and the bottom eject lever were broken, and that the keyboard slide cover was missing. These parts were replaced and the programmer passed all final functional and systems tests.

Event description:
It was further reported that the programmer has been returned. The programmer tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would interrogate and complete a patient session but when the data synchronization software was selected the programmer would crash. It was recommended that the programmer be returned for service. The status of the programmer is unknown. No patient complications have been reported as a result of this event.